Event description:
It was observed that during the device evaluation, the instrument exhibited an intensively worn tissue pad. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the grasping section was closed without grasping anything while the output was activated, causing the tissue pad to intensively wear out, however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.